Event description:
It was reported that during central processing, the small grasping retractor instrument had a broken wire. There was no report of patient involvement.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the small grasping retractor instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation.